Manufacturer narrative:
The product with data logs was received, and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. As per the clinical details, the patient jumped out of bed and ripped out the ivs and fixation of the impella, which was followed by a pump stop alarm. Bleeding was noted on the catheter, white cord, and red plug due to the ivs being ripped out. Regarding, clinical symptoms hemorrhage/bleeding, the cause of the injury was not determined due to insufficient clinical details. Pertaining to the pump stop and device in wrong position, the following was noted: pump stop: a minor kink was noted on the returned product. No other visual damage was observed on the pump. The pump could not be restarted, and all three motor cable lines were found to be open during the electrical resistance test. The red handle was inspected internally, and all motor cable lines were found to be stretched and fractured inside the red handle on the catheter side. Data log shows several pump stop 119 alarms, with motor current spikes reaching approximately 30,000 at the end of the case run. The cause of the pump stop issue was electrical open lines inside the red handle due to unintentional patient movement, based on returned product investigation and provided clinical details. Device in wrong position: no positioning issue¿related physical abnormalities were observed on the returned product. Data logs showed no alarm related to improper position during case run. The cause of the device in the wrong position issue was due to unintentional patient movement, based on returned product investigation and provided clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support (mcs) as a bridge to a left ventricular assist device (lvad). Prior, the patient was on veno-arterial extracorporeal membrane oxygenation (va ECMO) and intra-aortic balloon pump (iabp) mcs. Once the impella 5.5 was implanted the iabp was removed. The patient was sent to the unit on ECMO and impella mcs. On day nine of impella mcs, the patient jumped out of bed and ripped out intravenous lines and 3-point fixation of the impella. The impella pump stopped alarm started, and the care team was unable to restart the pump. The team tried switching consoles. However, the pump still was unable to start. Consequently, the patient was taken to the catheterization lab and another impella device (impella cp) was successfully implanted. The patient continued on impella cp mcs for an additional six days before being successfully bridged to the lvad.

Manufacturer narrative:
A.5 and a.6 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿